Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.